Manufacturer narrative:
A device history review was conducted for lot number our records determined that this is the only instance of a needle bent occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However, with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: . "The catheter was placed on (B)(6) 2019, regular medicine was transfused (eg: deproteinized culf blood extractives injection). The catheter was clamped afterwards. On (B)(6) 2019, it's been noticed that the extension tubing was leaked when unclamped for injection. The nurse checked the catheter and found the extension tubing was damaged." There were eight previous cases but additional information was not available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter. "The catheter was placed on (B)(6) 2019, regular medicine was transfused (eg: deproteinized culf blood extractives injection). The catheter was clamped afterwards. On (B)(6) 2019, it's been noticed that the extension tubing was leaked when unclamped for injection. The nurse checked the catheter and found the extension tubing was damaged." There were eight previous cases but additional information was not available.